Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Reporter alleged obtaining the results of 300 mg/dl and 125 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that prior to testing she had eaten cake and ice cream. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated she no longer has the strips, so no product will be returned for evaluation.